Event description:
During routine testing of the unit, the user noticed smoke and a burning odor. There was no pt involved. Testing indicated that a high voltage regulator (a98) on assembly 590219 went out of regulation and caused capacitors c1 through c8 to overcharge. No specific cause of the regulator failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.